Event description:
The incident involved the ultrasonic biometer. This was giving the wrong calculation resulting in 8 incorrect surgeries. The eight pts are ending up with farsighted results with an error of 2.0 diopters. It has been reported, after examining the pts' exam printout, that the doctor noticed the a-constant did not match the lens they were using before, which was causing the miscalculation. At the time the incident was reported, the user facility stated that the instrument now has the correct a-constant, and is operating within specifications. Doctor claimed that manufacturer's service rep entered the a-constant during the last service call but only the doctor would known the correct a-constant.